Manufacturer narrative:
The pump was received with a blank display due to corroded battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. No moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. The pump was received with the serial number label faded, case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the battery compartment was broken and insulin pump was no longer water proof. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.